Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) was confirmed. Upon investigation, the ECG b to ECG a cable was cut. The coaxial cable was severed and the green wire was cut. The root cause of the damaged cable could not be positively identified, but was likely physical abuse. No adverse event resulted from the damaged cable. The pt was issued a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report exposed wires on his electrode belt. The pt was issued a replacement electrode belt.